Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had system failure; system failure a2d reference voltage bgnd test. The event occurred during infusion. No patient harm was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "a2d reference voltage bgnd test¿ was confirmed. The pumps alarm history was reviewed and found numerous errors for ¿a2d reference voltage bgnd test¿. The probable cause was the printed circuit board (pcb). The pump¿s main pcb was replaced due to abnormal voltage readings. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.